Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarmed button error. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated that hey do not recall any significant events that lead to the alarm or if the device was dropped.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. No button error alarm noted. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.